Event description:
(B)(4). Event occurred in the united states. The patient reported issues with quick release coming off while putting it back on. In one of the infusion sets, she struggled to get it unhooked at the site. Once unhooked, she could not hook it back up. This happened six days before this report. Her blood glucose level was unknown that day but she thought it was high on the day of this report as her set disconnected without her knowing of it. When she checked, it was 151 mg/dl, which is normal range for her. A day before this report, she had put a piece of tape to hold it together. At the time of this report, she was wearing the one that was unhooked. Even if there was a little tug on the tubing, it unhooked and fell off. No further information available.